Event description:
While removing #10mm jackson pratt at the pt's bedside, the drain separated leaving a portion of the drain in the peritoneal cavity. This event required an additional surgical procedure.